Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this boston scientific device and competitor right atrial (ra) lead was exhibiting variable pacing impedance (500-1800 ohms) over several months. Although, the ra pacing percentage was less than one percent, the ra pacing threshold was elevated at 2.9 volts at 1.0 ms. There was no plan for any invasive intervention at this time. The right ventricular (rv) lead diagnostic measurements were normal. The ra sensitivity was reprogrammed from 0.25 mv to 1.0 mv. During the follow-up check, the patient became verbally abusive and made physical threats against the local representative if any device/lead issues were identified. The local representative reported the patient's behavior to the clinic nurse and physician. Boston scientific's legal department was notified of this local representative's encounter with the patient.